Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/09/2014 with the following findings: two battery compartment cracks observed, one in thread area and one below grip pad. No evidence of moisture contamination in battery compartment or underside of battery cap. Battery cap is unable to fully tighten due to battery compartment cracks. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 01/09/2014.